Manufacturer narrative:
Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. Electromagnetic navigation bronchoscopy-guided preoperative lung nodule localization in video-assisted thoracic surgery (vats): a learning curve analysis; jinbo zhao; translation lung cancer research 2024;13(10):2561-2572 / https://dx.doi.org/10.21037/tlcr-24-337 / published online oct 28, 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to literature, a retrospective study analyzed the learning curve of electromagnetic navigation bronchoscopy (enb) in patients with small peripheral pulmonary nodules between november 2019 and december 2021. Superdimension was used to reconstruct the virtual bronchus reconstruction and identify the pathway to the target lesion. Complications related to the enb procedure included pneumothorax in two patients. Interventions were not reported.